Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed no evidence of the reported issue. The investigation was not able to "dupliced" the reported issue during functional testing. The downstream occlusion sensor was replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a cadd solis vip, mdl 2120, pump was alarming no disposable.